Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a break in the infusion set tubing was confirmed but the cause is unknown. A single photograph of a damaged infusion set was returned for evaluation. The implicated product was a 20g x 1¿ powerloc max safety infusion set. The photograph was focused on the proximal end of the device. Red residual material was seen within the infusion set tubing and luer adaptor, indicating that the device had been used. A small semi-circumferential split was seen in the tubing, directly distal of the luer adaptor. Microscopic observation and tactile evaluation could not be conducted without the physical sample. The observable features on the submitted photograph did not contain enough information to identify a specific root cause of the reported event. Possible contributing factors could include tensile (pulling) damage, material fatigue, or damage from a sharp instrument.

Event description:
It was reported by the customer that "port accessed by homecare on (B)(6) 2023, admitted on (B)(6) , patient had ivf with bicarb infusing into huber needle. On (B)(6) 23 1400 rn noticed huber needle tubing line broken, noticed blood in tubing, and red and clear fluid in valguard; needle de-accessed from port; hole is noted in tubing right before connecting to the luer blue connection piece. Blood cultures drawn on (B)(6) 10am negative."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer that "port accessed by homecare on (B)(6) 2023, admitted on (B)(6), patient had ivf with bicarb infusing into huber needle. On (B)(6) 2023 1400 rn noticed huber needle tubing line broken, noticed blood in tubing, and red and clear fluid in valguard; needle de-accessed from port; hole is noted in tubing right before connecting to the luer blue connection piece. Blood cultures drawn on 3/16 10am negative.".